Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device made noise and had a high temperature; exceeding the maximum allowable temperature of 118°f (actual temperature reported was 123.2°f). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn mechanical components from normal wear out over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device was making an unusual noise. During in-house engineering evaluation, it was observed that the device had a high temperature; exceeding the maximum allowable temperature of 118 degree fahrenheit (actual temperature reported was 123.2 degree fahrenheit). The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.